Event description:
It was reported that the patient presented to the hospital experiencing phrenic nerve stimulation and had an underlying rhythm in the 30s. Upon interrogation, the implantable cardioverter defibrillator was found in back up vvi mode. Upon patient¿s arrival to the hospital, a firmware download was performed successfully. The device was reprogrammed. The patient no longer experienced phrenic nerve stimulation and remained well.